Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unconscious. The customer blood glucose level was above 216 mg/dl at the time of hospitalization. The customer relevant blood glucose level was 200 mg/dl and upper to the 100 mg/dl, 232 mg/dl, 179 mg/dl. The customer states that loss of communication. The insulin pump will not be returned for analysis.